Event description:
It was reported that during an angioplasty procedure, a balloon tear occurred. The calcified lesion was located in the right cfa (common femoral artery), vessel and lesion characteristics are unk. Vessel and lesion characteristics are unk. The 4.0 sterling otw (over the wire) balloon catheter was advanced to the lesion and upon the first attempt to inflate, the balloon failed to inflate. Under fluoro, it was observed that contrast was leaking from the balloon. It was further reported that the balloon "ripped" due to the calcification. The sterling balloon catheter was removed without difficulty from the pt. The procedure was completed with a non-bsc device. No pt injury or complications were reported. The pt's condition was reported as "ok".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.